Event description:
It was reported that the physician's vns programming tablet was showing an "unable to open port" message when trying to interrogate the patient's vns generator. After the usb to db9 serial cable was changed on the programming tablet, there were no further issues. The vns patient returned for a follow up appointment on (B)(6) 2015 and her generator was able to be successfully interrogated using the tablet with the new usb to db9 serial cable. The suspect serial cable has not been received by the manufacturer for analysis to date.

Event description:
Additional information was received that the suspect usb to db9 serial adapter cable is unretrievable and thus will not be returned for product analysis.